Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explant procedure as the right distal corpora and the urethra were perforated. No additional information was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 was visually inspected, microscopically examined, and tested for leaks. The cylinders exhibited wear at a fold in the medial cylinder bodies; no leaks were identified upon pressure testing. Examination of the pump component did not identify any visual anomalies but did not pass functional testing as it required greater than 8 pounds of force to activate. No damage or anomalies were observed with respect to the reservoir. Analysis concluded the observed pump issue could impact device functionality, however, was unable to confirm the reported patient event of erosion. Based on all information available, an investigation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explant procedure as the right distal corpora and the urethra were perforated. No additional information was reported.